Event description:
The clinic reported during a cataract procedure, the vitrectomy cutter failed to initiate. A back up unit was used to complete the case. The clinic reported the patient outcome fine, therefore no patient injury.

Manufacturer narrative:
Patient information was not provided as to no impact or no injury was reported. The categories for outcomes attributed to adverse event. The categories are not applicable to the event as it pertains to a product problem. The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss attempted to resolve the vitrectomy issues by recalibrating the vitrectomy operations at initial visit to the site location. Within a week, a second visit from the fss was necessary. The recalibrations of the vitrectomy operations were helpful for temporary use. Within a week, the fss re-examined the vitrectomy operations and determine the vitrectomy cut valve assembly required replacement. The fss performed a field service checklist. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics at this time has been submitted. Placeholder.